Manufacturer narrative:
This report is based on information provided by philips remote service engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, indicating that it cannot power on. There was reportedly no patient involvement. The complaint was escalated for technical investigation, and the results were inconclusive; the customer did not accept the service quotation. Multiple attempts were made to request information regarding cause and resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the cause and final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer did not accept the service quote.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor cannot power on. There was no reported patient involvement.